Event description:
A report was received that the patient had a pocket revision due to difficulty charging her ipg. The physician relocated the pocket site. The patient is able to charge her ipg and is reportedly doing well.

Manufacturer narrative:
This is the final report.